Event description:
It was reported that the temperature sensor error code came on the 9800 system and collimator closed down during a case. The 9900 system had to be rebooted and the procedure was completed; however, the error code remained on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cables and temperature sensor were checked during the service call. The system was tested and found to be working as intended and put back into service.